Event description:
The MFR received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.